Manufacturer narrative:
The investigation concluded that higher than expected vitros ck-mb results were obtained using a non-vitros (biorad) quality control (qc) fluid in combination with a vitros 5600 integrated system. Instrument contamination with bleach is the most likely assignable cause of the issue, as an ortho field engineer (fe) found there was bleach in the area on the instrument. After the system was cleaned and purged, filters, purged air lines, signal reagent probes and universal wash fluid were replaced the instrument was returned to expected operation. The customer changed to a new lot of reagent, therefore, reagent performance could not be verified. Ck-mb reagent performance cannot be ruled out as a contributing factor.

Event description:
A customer obtained higher than expected vitros ck-mb results using a non-vitros (biorad) quality control (qc) fluid in combination with a vitros 5600 integrated system. Non-vitros biorad qc fluid lot 23691 ck-mb results of 4.68, 4.71, and 4.54 ng/ml versus an expected result of 3.15 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros ck-mb results were obtained when processing a qc fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).